Event description:
It was reported the patient received inappropriate high voltage therapies suspected to be due to atrial fibrillation. Post-paced t-wave oversensing was observed. The pace/sense portion of the lead was capped and replaced. The defib portion remained active. No further information is available.

Manufacturer narrative:
All information provided by manufacturer and maude report (B)(4).